Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The batter charger was found to be out of specification. The charger board was replaced and the issue was resolved. The returned parts are pending analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance (pm) that the charger board voltages were out of specification on the system. There was no patient present.

Manufacturer narrative:
The motor battery charger, and the power control board assembly battery chargers were returned to the manufacturer for evaluation. The motor battery charger underwent functional testing, performance testing and visual physical examination. There was no functional problem found, however it failed visual inspection as there were leaky caps. The power control board assembly battery chargers underwent functional testing, performance testing and visual physical examination. There was no functional problem found, however it failed visual inspection as there were leaky caps. The cause of the issue was due to stress of the capacitors. If information is provided in the future, a supplemental report will be issued.